Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings and high blood glucose event. The customer¿s blood glucose was 498 mg/dl and the sensor glucose was 137 mg/dl at the time of the incident. Customer was advised that the sensor glucose and blood glucose readings will be close but rarely match due to how glucose travels in the body. The customer also mentioned that the insulin delivery was not suspended. Customer was advised to turn off the sensor and turn it back on after 2 hours and calibrate. Customer had a high blood glucose of 498 mg/dl and treated with insulin pump. Customer declined high blood glucose troubleshooting. The sensor will not be returned for analysis.